Manufacturer narrative:
Upon completion of the investigation a supplemental report will be submitted. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
It was reported that implantation of an impella cp was prepared for a patient who presented for primary percutaneous coronary intervention as part of the transcatheter aortic valve replacement. The patient was known to have a heavily calcified aorta. Following bicuspid aortic valve repair, the impella cp was implanted in normal fashion. It was then found the patient had an extremely short aortic root that caused the impella cp to kink on entry to the left ventricle. The 0.018 guidewire was removed and the impella was started, however the pump failed to achieve flows higher than 1.5l/min with suction in auto. The impella cp was then successfully explanted from the patient without complication. The patient survived.

Manufacturer narrative:
The investigation of delivery issues, low pump flow, and product damage (cannula kink) has been completed. Reported patient having a short aortic root and a heavily calcified aorta and observing a kink distal to the outflow cage of the cannula. Two cannula kinks were found distal to the outflow cage. Delivery issues - the root cause of the delivery issue was most likely patient condition related since the patient had a short aortic root and a heavily calcified aorta. Low flow - reported being unable to run pump past 1.5l/min with suction alarms present in auto. Data logs show pump running at p-2 on auto with flow around 1.3l/min and suction alarms. The root cause of the low flow was most likely a kinked cannula since a cannula kink was reported and found on the returned product. Cannula kink - the root cause of the product damage was a kinked cannula most likely due to patient condition since the patient had a short aortic root and a heavily calcified aorta. H6 medical device problem codes 1248, 2682, and 2889 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27938.